Event description:
2 caregivers transferring resident from bed to chair and resident fell. Carissa said one of the harness straps came off the stand. The resident fell and had a fractured femur.

Manufacturer narrative:
Multiple attempts made to investigate this incident and gather additional information. They went to the hospital and came back to the nursing home. Arrived at facility, met brandon(maintenance director in the foyer area. We went to conference room to meet with assistant director of nursing and unit nurse. We discussed the incident the was on (B)(6) 2023. Brandon advised that he checked the unit right after the incident. He said the unit was in proper working condition. All 3 said it was not the unit(lift), it was operator error. There were 2 caregivers when the incident occurred. They are no longer at this facility. The incident happened doing a transfer from the bed to chair. Asked about the residents health, they mentioned she has multiple preexisting conditions. There were no medical codes noted. We also discussed future inservices. Left card and catalog. We will follow up in 2 weeks.